Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x3.0 mm balloon deflated very slowly after the first inflation to 14 atms. The pt experienced a decrease in blood pressure during this event, which resolved without treatment. The lesion being treated was a calcified, 99% stenotic lesion in the left anterior descending coronary artery. The physician used a zeon medical introducer sheath for vascular access, a 7f launcher guide catheter and a pt2 guide wire to cross lesion. It is noted that resistance was met with insertion of the device. The actual deflation time is known, however the toal time the maverick2 monorail was used inside the pt was approximately 20 minutes. The maverick2 monorail balloon was completely deflated when removed from the pt another ballon was used to successfully complete the procedure. No pt injuries or comlications were reported. Pt status is reported as 'fine'.